Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear on the enclosure, reservoir cover was extremely cloudy, device contained oldstyle enclosure, pcb and drain fitting. Functional testing found the problem was able to be duplicated. The root cause of the reported issue was found to be a bad pump assembly. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Event description:
It was reported that the motor of the product was making loud noises. No patient injury was reported.